Manufacturer narrative:
Updated fields: d10, g4, g7, h2, h3, h6, h10. Unique device identifier (UDI): (B)(4). Forceps not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed.

Manufacturer narrative:
Unique device identifier (UDI)- (B)(4). Device history record (DHR)- there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis- it was not possible to replicate the issue reported. Both tips did not show any continuity failure. The tips were also visually inspected for alignment and showed no signs of scissoring. The technician noted that since the complaint is related to sticking to tissue, no further testing could be done without the generator and other system components used in the procedure. Therefore, the complaint was not confirmed. The complaint was not confirmed in the complaint investigation. The forceps passed functional testing and visual inspection. The likely root cause is inadequate cleaning (during use and in-between uses). Currently the complaint issue does not represent an adverse trend, however the issue will continue to be monitored and trended through the complaint evaluation process.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the pliers of the forceps (ID 802901 - ins no-stk mf 7 3/4 1.5mm tip) remained glued to the tissue when the surgeon releases the crankset causing bleeding.